Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the silicone segment ballooned during an infusion of maintenance fluid. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of silicone segment ballooning was confirmed per picture received by customer. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.